Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported during a leg model conducted by a getinge sales representative, the 7mm extended length endoscope s/n (B)(6) has a yellow tint and not providing a clear picture.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.

Event description:
N/a.